Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts infusion set through dressing, then uses ported dressing included in kit. Dressing is not adhering when wet, infusion set dislodges and blood sugar increased.